Manufacturer narrative:
There was no product received back, as such only a DHR review was conducted. The DHR review concluded there were no assembly component related failures at the time of release. The reported incident indicates that the customer used duraseal for an off-label procedure. Duraseal is not indicated to hold electrodes. The reported complaint was not confirmed. With the information provided a root cause could not be reliably determined.

Event description:
N/a.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation since the product is still implanted in the patient. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3003418325-2019-00026.

Event description:
This is 1 of 2 reports. On (B)(6) 2019, it was reported that the electrodes were placed for the patient with epilepsy and two duraseals were used for the right and left sides. In order to properly implant the electrodes, the duraseal was used with the optic nerve open at the craniotomy procedure. On (B)(6) 2019, the electrodes and the duraseal were removed. A resection of epileptic focus was performed and another two duraseals were used for sealing. The patient complained of eye movement disorder wherein the eye would not moved upward on (B)(6) 2019. The magnetic resonance imaging (MRI) was taken on (B)(6) 2019, an image for both t1 and t2 appeared black and it was confirmed that the portion thought to be the 3x6 mm duraseal which was pressing the oculomotor nerve. Additional information was received on (B)(6) 2019 indicating that the craniotomy at the time of (B)(6) 2019, the electrode detention was a large cranio centering on the top of the head. During the left frontotemporal craniotomy, it was possible that the physician did not notice the small hole had been opened in the orbit when the left upper orbital region was scraped with a diamond bar and steel bar to expand the craniotomy area in order to place the electrode behind the upper orbital region. The physician speculated that the duraseal had fallen into the hole and it compressed the oculomotor nerve which was the peripheral end as close as possible to the eyeball. Also, must mist may not be enough for the first use of duraseal (used on 6/4, left frontotemporal craniotomy) and it did not gel, therefore it caused the duraseal to flow into the hole in a liquid state. It was unclear if the dura gap was over 2 mm. The patient was still under close monitoring as the physician expects that the symptom will cease as the duraseal will be absorbed in approximately 4 to 8 weeks.